Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the tip leg was drilled and the device failed the cutter insertion assessment. It was further observed that the bearings were worn out and loose, creating a situation where the cutter device was not able to be inserted. That was an issue because the bearings were no longer in axial alignment not allowing the cutter device to pass through. It was determined that the failure was caused by worn out bearings. It was determined that the issue with the bearings was consistent with normal wear over time. It was further determined that the issue with the drilled tip leg was consistent with excessive force being placed on the device during use (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the tip was drilled on the craniotome device and the cutter device could not be inserted. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.